Event description:
Add'l info rec'd from MFR 9/10/04: an extension check of all records: the original reporter has not contacted MFR regarding this alleged incident, nor has MFR been forwarded a copy of the reporter's medwatch from cdrh. With no prior knowledge of the alleged incident MFR is unable to provide the add'l info you request. Additionally, no user facility info or device serial numbers were identified so MFR is unable to contact the reporter for further info regarding the alleged incident.

Event description:
Pt was connected to cadd 5400 pump in 2004 for 24 hour infusion of cytarabine. Pt returned the next day to be disconnected from infusion. Cadd pump was in start mode and running but had not delivered the medication. The infusion bag still had approximately 800ml remaining. Cadd pump was within its scheduled preventative maintenance. One verbal report of difficulty in disconnecting cassette from pump.